Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and operative reports were requested, but only one x-ray was provided. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "surgeon removed pca head and poly liner. Surgeon removed cup which was cemented in. Surgeon commented that pt experienced pain in hip."